Event description:
Oversensing on the ventricular channel was reported. The lead was capped and a new lead was implanted.

Manufacturer narrative:
Combination product: yes. The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Upon receipt, the ICD was interrogated, revealing the battery status bos and two charging cycles were recorded to the devices memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular channel. Therefore, a sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. There was no indication of a device malfunction. The header of the ICD was visually inspected. The visual inspection revealed that the df-1 rv set screw was unscrewed and tilted beneath the silicon seal. In this tilted position it is not possible to insert the torque wrench again for final fixation. Furthermore, the corresponding silicone sealing and the set screw were found damaged. Based on these findings, it is assumed that the set screw was attempted to screw in with a tilted angle and under the presence of strong forces. Beside this, the analysis showed no anomalies. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. There was no indication of an ICD malfunction.